Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d6b., g.1., h.6.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced.

Event description:
Healthcare professional reported right side rupture. Device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: no observed openings on the device. Additional observations: observed split in patch area, it is out of specification per qa199.04 was identified which is characterized as a workmanship, however, has no relation to the reported event. A further investigation is requested to analyze the split patch, however, has no relation to the reported event.

Event description:
Healthcare professional reported right side rupture. Device was explanted.

Manufacturer narrative:
DHR for shell run number 10004125 did not identify any deviations, errors, or omissions during shell fabrication process. All shells were reviewed as part of the shell fabrication operations and these tasks were performed according to applicable current procedures to ensure that fabrication met the required specifications. See ¿10004125 run¿ attached.review of DHR for work order 2029097 did not identify any deviations, errors, or omissions during manufacturing process that may be associated with the reported device event. All gel breast implants were reviewed as part of the assembly operations and these tasks were performed according to applicable current procedures to ensure that assembly met the required specifications. See ¿2029097 router¿ attached.the DHR assembly report from sap was verified and 4 devices were scrapped during the assembly process (pi, gs, bg) which are not related to the reported event. See ¿2029097 report¿ attached.DHR for work order 2029097 indicates that there was a reprocess order in the primary packaging operation. However, the reported device was completed on a different serial number, and this has no relation neither can cause the reported event.the gel-implant vulcanizer equipment log document was verified and all parameters (temperature-time-pressure) during the patch vulcanization process met the specifications. See "020949 form¿ attached.the material test records for patch 40 mm and sheeting unvulcanized .020 were verified per the corresponding procedures, visual and physical inspection were performed, and all components were noted conformant during the testing. See "r201008117 mtr and 1100047254 mtr¿ attached.during the mtr review, it was found a documentation error in material test record r201008117 mtr. This documentation issue did not have any impact during the execution of the operation involved thus it doesn¿t have any effect in the integrity of the implant.the review of the documentation associated with the manufacturing process indicates that all devices with lot number 2029097 were released in accordance with abbvie¿s procedures and were no defects/problems/issues observed during the manufacturing process and the review of the documentation associated to the investigation. According to the device history record review performed, the reported event was not confirmed.